Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked down from the tubing guides. Event log history was performed and indicated that there was an acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure, acu watchdog failure and audible alarm post. No patient consequences were reported. No adverse effects were reported.